Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient fell at a rehab facility and had a tug on the driveline. The patient was started on antibiotics prophylactically. Two days later, the patient presented to clinic with copious amounts of pus-like drainage coming from the driveline exit site (dles). The patient also had fevers ranging between 101-103 degrees fahrenheit per the care team at the skilled nursing facility. The patient was admitted to the hospital for an infectious work-up and all cultures were negative but no fluid was able to be aspirated from the dles either. The patient was discharged on high antibiotic doses after three days. The site was reassessed 3 weeks later and appeared better but wasn¿t fully healed with less erythematous and less drainage. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.